Event description:
Follow-up of triathlon tritanium outcomes study, patient reported dissatisfaction with their knee replacement. Additional comments: "subject is still progressing well regarding his right knee; however, he does experience some bilateral knee soreness when walking long distances. This does not usually interfere with his daily activities. The subject also reported some continued intermittent back pain." There is no indication the patient has bilateral knee replacements.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #5r; cat # 5517f502; lot # efhch. Tritanium bplate triathlon s6; cat # 5536b600; lot # ctd5673. Tritanium patella-asymmetric; cat # 5552-l-320; lot # a1p2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.